Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unk), but after administering a couple of shocks to the pt, the device would not charge to 300 joules. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.